Event description:
Dist reported to beckman coulter that its customer had previously reported that the rotor broke into pieces and resulted in centrifugal contents escaping the veterinary unit.

Manufacturer narrative:
Dist reported that the rotor was broken into pieces on their customer's statspin vt unit; the rotor holder also detached and lid disengaged resulting in the operator being struck by the rotor. There was no report of medical intervention to operator. The operator did not seek medical intervention as a result of this event and was not hurt. According to the dist, its customer elected not to return the unit for further eval.